Event description:
It was reported that a 25-year-old female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during a physical exam with a medical professional. As a result, the patient underwent removal and replacement with 330cc mentor memorygel breast implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2022, mentor was notified that during the explant the suspect device was found intact, however the patient was suffering from an unspecified breast deformity. As such, this deflation is no longer applicable to this complaint and there is no identified device or use problem. Additionally, the product was destroyed during the decontamination process and was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: anisomastia . Manufacturer¿s reference number: (B)(4).